Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high pacing and hv lead impedance were observed. Exit block was found. Lead was capped and replaced.